Event description:
Report received of an over-delivery. In 2003 at approx 2400, the pump was delivering in the concurrent mode. The pump was delivering in the concurrent mode. The primary line was delivering 0.9ns at a rate of 100ml/hr. The secondary line was delivering an unspecified concentration of heparin at a rate of 10ml/hr. The nurse noted 150ml was remaining in the heparin container. At 0400, the pump alarmed that the infusion was complete. The pump was removed from clinical service and therapy was continued using a replacement pump. There was no reported adverse effect. Though requested no further info was available.